Event description:
Affiliate reported that overdrainage was noted because the stepping motor came off from the base plate. The device was replaced.

Manufacturer narrative:
It is not clear at this point if the device is available for evaluation. If the device and/or lot information is available the device will be evaluated and a follow up report will be filed. If the device and or lot information is not available codman will not be able to conduct a proper investigation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.